Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during a tka surgery, a journey distal cut first anterior posterior femoral cutting block size 3 fell apart. Surgeon had to retrieve all the little parts from patient's knee with tweezers. Surgery was resumed, without any delay, using a back-up device. Patient was not injured beyond the reported problem.

Manufacturer narrative:
Section h3, h6: the associated device was returned and evaluated. The manufacturing process of the device did not contribute to the reported event. A visual inspection of the returned device confirmed the stated failure mode. The device was found to be disassembled upon inspection, rendering the device inoperative. Some of the components were along missing. The device shows signs of extensive use. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.